Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact experienced resistance from the cartridge septum while filling the cartridge with insulin. The customer was able to fill the cartridge with insulin and complete the load process. In addition, during the call with tandem technical support (cts), the contact reported that a cartridge alarm 19 occurred during basal delivery. The contact was unsure if the reported issues impacted customers blood glucose (bg) level as the contact stated that customer has frequently experienced fluctuations in bg levels. Contact stated it is normal for customers bg's to swing due to customer being a toddler, and noted that customer is becoming ill with a cold. The contact stated the customer had a low bg on (B)(6) 2016 which contact believes to be unrelated to pump performance or supplies. The exact value was not provided. The customer consumed juice to stabilize bg level. After juice was consumed, the contact stated customer's bg's went up to over (500 mg/dl) due to excessive correction for low bg. The customer was given boluses via the pump to stabilize bg level. The contact reported customers bg's were (300 mg/dl) at the time of the call with cts. The contact stated that the customer is coming down with a cold and frequently experiences these types of fluctuations in bg levels prior to becoming ill. The contact was able to load a new cartridge successfully and insulin delivery was able to be resumed.